Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other 2.8x19 mm graftmaster rx is filed under a separate medwatch report number.

Event description:
It was reported that the perforation in the left anterior descending artery was sealed with prolonged balloon inflation in the patient who was admitted with a non st elevation myocardial infarction. There was concern about the perforation being a problem later on, so the 2.8x19 mm graftmaster rx was inserted, but it was unable to cross the extremely tortuous and calcified vessel. A second 2.8x19 mm graftmaster rx was inserted, but was also unable to cross due to the anatomy. The procedure was completed. The patient was stable and there was no evidence of ongoing perforation. There was no adverse sequela and no clinically significant delay in the procedure. There was no additional information provided.